Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening after deployment, requiring an additional clip to stabilize it. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One ntr clip was deployed however the clip arms appeared to open more than expected after deployment. A second clip was placed to stabilize the first clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported unintended movement - clip open-locked in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.